Manufacturer narrative:
It cannot be excluded that the deviation (loose screws) contributed to the event. We assume that the screws have been manipulated and therefore got loose.

Event description:
Customer informed our service department on the (B)(6) that one of our products was involved in a case where a small laceration occured.